Manufacturer narrative:
Correction: manufacturer report number 1627487-2020-03948 should not have been submitted as a medical device report (MDR) as the device exceeded the minimal rechargeable battery longevity and hence this is considered normal battery depletion. There is no device malfunction.

Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, attempt was made to obtain complete event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported surgical intervention may take place to explant and replace the ipg. The reason for this is unknown.